Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3391-28, lot# b0965742k, implanted: (B)(6) 2010, product type: lead. Product ID: 3391-28, lot# b0965743k, implanted: (B)(6) 2010, product type: lead. Product ID: 7482-95, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7482-95, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was a malfunction of the stimulator, sometimes the stimulator turned off for a few seconds and became warm. No actions were taken. Etiology was the neurostimulator and extension, programming/stimulation.

Event description:
Additional information received reported clinical diagnosis was updated to implant site inflammation. Etiology was updated to include leads, crus anterior.

Event description:
Patient recovered from event without sequelae.

Event description:
It was reported the stimulator sometimes turns off for a few seconds and the skin becomes warm and red. After a few seconds everything goes back to normal. This occurred a few times in (B)(6). It was suggested the patient schedule an appointment but they did not. It was unclear what the cause of the issue was and unknown if it was related to the device, leads, or extensions. The patient status at the time of report was alive with injury and the event was ongoing. If additional information is received on the event interventions or outcome, a follow-up report will be sent.